Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search. Results - visual inspection of the returned product found bullseye mark on center of lens optic. Lens was returned in liquid. A work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4)

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. The lens was loaded in usual fashion by the scrub tech. The surgeon noticed a bullseys defect on the lens after the lens insertion. Lens was removed and replaced with another staar lens.